Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chronically low r waves were noted on the right ventricular (rv) lead. It was also reported that the right atrial (ra) lead exhibited undersensing. The ra lead and rv lead were both explanted and replaced. No patient complications have been reported as a result of this event.